Event description:
A husband reported finding his wife dead. He checked the concentrator and the red light was flashing, but he did not hear any alarm.

Manufacturer narrative:
Company has tried to obtain the unit for evaluation, however, the pt's family is not releasing the product at this time. In an evaluation of similar inventory product, the reported event could not be duplicated. No specific conclusion can be drawn at this time regarding the reported event. An updated report will be submitted once the product has been made available for evaluation.